Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 375cc saline breast prosthesis that deflated after implantation. As a result, the patient will undergo explantation on (B)(6) 2018.

Manufacturer narrative:
On 07/10/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 07/11/2018, mentor received additional information about the event. The explantation date was initially reported to be (B)(6) 2018. New information states that the explantation date is (B)(6) 2018. Manufacturer¿s reference number:

Manufacturer narrative:
On 08/13/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 08/13/2018, mentor received additional information about the event. The explantation date was reported to be (B)(6) 2018 in a follow-up report. New information states that the explantation date is (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 09/03/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation (pe) team discovered an area of separate material measuring approximately 7.2 cm x 5.2 cm located on the anterior aspect and extending to the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. Also, was noticed several creases on both views of the device. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).